Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found, which most likely resulted from the explantation procedure. Furthermore, the analysis revealed a squeezed and damaged lead body 5.5 cm and 9 cm distal to the is-1 connector pin, which most likely occurred from strongly tightening the suture sleeve to the lead body during the implantation procedure. Due to a strongly tight ligature and hence the squeezing of the lead body, intermittent contact between the outer and inner conductor coils occurred. It is reasonable to assume that the ligature that was carried out too tightly during the implantation procedure is the root cause of the lack of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to intermittent lack of capture. No adverse patient events reported. Should additional information become available, it will be added to this file.

Event description:
Lead explanted due to intermittent lack of capture. No adverse patient events reported. Should additional information become available, it will be added to this file.